Event description:
It was reported that pump displayed non-resettable malfunction code 16 with no notable events occurring beforehand, and caller declined to provide information about any impact to blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode before return, and advised that customer would need to re-enter pump settings, reconnect continuous glucose monitor, and return faulty pump using prepaid label within 10 days.